Event description:
It was reported a patient underwent an unknown cardiac procedure on an unknown date and topical skin adhesive was used. Patient getting skin reaction from the product. Staff was removing their gloves prior to placing the mesh on patient. Then, a large amount of the adhesive liquid was being squeezed onto the mesh and spread over the mesh with their bare fingers. No additional information given. Additional information has been requested.

Manufacturer narrative:
Product complaint#: (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: has cardiac surgeons that have reported eight "really bad" infections in six months on patients that had dermabond prineo used over their incision. He states that he filed a product complaint with cq and is requesting training/educational materials to provide surgeons and staff on how to properly apply dermabond prineo. He states that the staff was removing their gloves prior to placing the mesh on patient. Then, a large amount of the dermabond liquid was being squeezed onto the mesh and spread over the mesh with their bare fingers. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Is photo available of patient infection and/or reaction.? Description of event, symptoms, manifestation of infection and/or reaction. Name of surgery? What was the procedure date? What date /day post op was the infection and/or reaction. Noted? Was any prescription strength medication prescribed? Please specify? Was any surgical intervention performed? Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product code and/or lot of product used? Current patient status. Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. No product available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.